Event description:
It was reported that the patient experienced recurring urinary incontinence with their artificial urinary sphincter (aus). The previous aus was explanted and replaced with a new one as a result. During explant, a small pin hole was observed in the cuff. No patient complications were reported during the procedure.